Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the carabiner hook of a patient¿s shoulder pack was damaged. The site indicated that the shoulder pack dropped to the ground and created tension on the patient¿s driveline exit site. The site indicated that it plans to exchange the device at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The shoulder pack was not returned for evaluation. As a result, the reported event could not be confirmed. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged carabiners can be attributed, but not limited, to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.